Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient faced infusion set leak at the quick release on(B)(6) 2026 due to quick release was not tightly connected. No further information available.